Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on overall review, the system was continuing to adjust, and the user should continue to see improvements over the next few days. Multiple attempts were made to contact the user so the escalation response could be relayed but they remained unresponsive so the case was closed. Upon review of dms, the user is currently using the system, and the information is up to date.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.